Event description:
It was reported that three days post implant, the hvli was showing out of range on the rv-svc vector. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.